Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental follow-up report is being submitted to correct the expiry date / manufacture date in this report. As per the label supplied with this device, manufacture date is 20-apr-2020 and the expiry date is 20-apr-2023.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
Device evaluation: 1 x gepd-7-9 of lot number c1727378 in this complaint was returned to cirl for evaluation without its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 29th january 2021. A breakage was noted on the returned device. Documents review including IFU review: prior to distribution all gepd-7-9 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for the gepd-7-9 device of lot number c1727378 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1727378. The instructions for use (ifu0055-4) which accompanies this device the customer is notified in the precautions section that ¿this device should not be left indwelling for more than three months or as directed by a physician. Periodic evaluation is recommended.¿ the japanese packaging insert (c-es0202m16) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause can be attributed to a user error of the device exceeding the maximum 3 month indwell period in the patient. It may be noted that as per IFU the stated maximum indwell period of the stent is 3 months and that all clinical testing of the device would be carried out within this time period, therefore any time period greater than this would not have clinical testing to support the functionality of the device. It can also be noted that the snare used for device removal is a cutting tool, if used incorrectly it could contribute to the cutting of the stent on removal summary: complaint is confirmed based on customer testimony. According to the information reported, it is unknown if the rest of device was passed by the patient, however no problems were noted with the patient. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
End of (B)(6) 2020: the user placed the geenen pancreatic stent in the pancreatic duct. 14/dec/2020: to remove the geenen pancreatic stent, the user grasped the stent with a snare and pulled, but the stent broke at the grasping site. The separated part fell in to the duodenum and the user did not remove it since he assumed it would be passed(excreted) in the stools. He placed another stent and completed the procedure. The patient did not experience any adverse effects due to this occurrence. For complaints occurring during use (once in contact with endoscope) also ask: had a sphincterotomy been performed prior to this occurrence? No. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? -olympus / jf-260v. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Pancreatic duct. Was resistance encountered when advancing the wire guide to the target location? No. Was the stricture dilated prior to placing the device? No. If so, please indicate what device(s) were used. N/a. Was resistance encountered when advancing the introduction system in place to the target location? No. Was resistance encountered when advancing the stent through the obstructed area? No. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? Yes. If yes, please describe how. Fuloroscopically. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. Approx. 4 months. Did any section of the device detach inside the endoscope or patient? Yes. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). Snare. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. No. If yes, please describe. N/a. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. No. If so please indicate the modifications and why they were necessary. N/a.

Event description:
Device evaluated 29-jan-21: stent breakage. End of (B)(6) in 2020: the user placed the geenen pancreatic stent in the pancreatic duct. 14/dec/2020: to remove the geenen pancreatic stent, the user grasped the stent with a snare and pulled, but the stent broke at the grasping site. The separated part fell in to the duodenum and the user did not remove it since he assumed it would be passed(excreted) in the stools. He placed another stent and completed the procedure. The patient did not experience any adverse effects due to this occurrence. For complaints occurring during use (once in contact with endoscope) also ask: 1. Had a sphincterotomy been performed prior to this occurrence? - no. 2. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? - olympus / jf-260v. 3. Does your medical facility have a service/maintenance schedule associated with its endoscopes? - yes. 4. Please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. - pancreatic duct 5. Was resistance encountered when advancing the wire guide to the target location?* - no. 6a. Was the stricture dilated prior to placing the device? - no. 6b. If so, please indicate what device(s) were used. - n/a. 7. Was resistance encountered when advancing the introduction system in place to the target location? - no. 8a. Was resistance encountered when advancing the stent through the obstructed area? - no. 8b. N/a (mark n/a if device was not used on any patient) after placement, was stent position verified? - yes. 8c. If yes, please describe how. - fuloroscopically. 9. Please estimate/indicate the amount of time the stent was in place dwelling prior to this occurrence. - approx. 4 months 10. Did any section of the device detach inside the endoscope or patient? - yes 11. If the device broke upon removal, please indicate what removal tool(s) were used (manufacturer). - snare 12a. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. -no 12b. If yes, please describe. - n/a 13a. Were any modifications made to the complaint device or accessories used with the device in this procedure? ¿ for example guiding catheter shortened. - no 13b. If so please indicate the modifications and why they were necessary. - n/a.

Manufacturer narrative:
The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.